Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ping meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged power issue first occurred. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that ¿a few days¿ after the power issue began they developed the symptoms of ¿tired and thirsty¿. In response to these symptoms the patient self-treated by taking an unknown dosage of novalog insulin on an unknown date. It is not known if the patient tested their blood glucose on another device at this time. At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. This led to them suffering symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.